Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during the performance test, the measured value was not within the specified value during inspection. The volume to be infused was 1000ml and the rate was set to 75ml/hour. The actual volume delivered was 85ml.

Manufacturer narrative:
No sample received. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.